Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were sticking and had to press more than once. The customer¿s blood glucose level was unknown. The battery life was diminished, rejected new batteries and batteries lasted less than 7 days. The customer reported that the insulin pump had crack on top of reservoir cap, hearing unusual noise different from normal rewind. The insulin pump had unexplained and random no delivery alarm and slower rewind. The insulin pump will not be returned for analysis.